Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, device appearance (observed a separation between shell and patch) and brown particles in the gel. A microscopic analysis was performed which identify a punctured in the anterior side also have there is a separation between the patch and the shell, according to qa199.04. A further investigation will be opened. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like. Split in the patch area its considered workmanship. Trend review summary: the complaint listing report indicates that there were no other records related to this event for units manufactured on work order (B)(4). Review of all complaints for the period of feb 2019 through jan 2021 related to mfg date and found no adverse trend in the event rate in regards with the reported event. According to the latest operations management review dated feb 2021, there have been no changes in overall breast implant assembly event rates. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a separation between shell and patch (ss). This finding is not related with the reported event. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted.